Event description:
The account alleges that the head up does not function. No injury reported.

Manufacturer narrative:
The technician found the issue to be the head up valve. The technician replaced the head up valve but the issue remains. The technician replaced the hydraulic manifold to resolve the issue.